Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The distributor reported that on an unk date, the catheter did not show the parameters on the monitor screen. The distributor's tech had tested the catheter with other cables and monitors but the catheter failed again. Additional info was requested and on (B)(4) 2014 the following was received from the distributor: the product problem occurred during surgery (type of surgery unk) on (B)(6) 2014. The catheter was already implanted in the patient (age and gender unk) when the problem occurred. There was no patient harm or injury. The catheter was replaced with a new 1104g catheter. There was no delay in surgery.